Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was over 500 mg/dl; cause was not known. Customer addressed bg level by delivering a bolus, administering a manual injection, and changing the infusion site. Recommendation was made to consult with their health care provider to discuss diabetes management.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels for the past 3 months that were over 500 mg/dl; cause was not known. Customer addressed bg level by delivering a bolus, administering a manual injection, and changing the infusion site. Reportedly, the customer reverted to an alternate pump for insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.